Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and her spinal cord stimulator (scs) leads had multiple high impedances. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and her spinal cord stimulator (scs) leads had multiple high impedances. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility. Additional information was received that the patients ipg remains implanted and in use.